Event description:
It was reported that urine leaked from foley catheter. Per follow up information received via ibc on 02may2025, customer confirmed that foley catheter leaked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjr2164. Visual inspection noted no obvious observations. Visually inspected catheter and found no physical defects. The catheter drainage lumen is filled with water which exited through the drainage eyes with no surrounding leaks. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Complete initial reporter facility name: (B)(6). Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from foley catheter. Per follow up information received via ibc on 02may2025, customer confirmed that foley catheter leaked.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 8266921 was initiated to address the reported event. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjr2164. Visual inspection noted no obvious observations. Visually inspected catheter and found no physical defects. The catheter drainage lumen is filled with water which exited through the drainage eyes with no surrounding leaks. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Re evaluation: flushed the drainage lumen with water and it exited through the eyelets with no leaks noted. The inflation lumen was inflated with 10 ml of water using the in house luer lock syringe and it immediately leaked into the drainage lumen. Re attempted inflation with 10 ml of methyl blue solution to see the leak. Attempted to inflate balloon with 10 ml of solution and it immediately leaked into the drainage lumen at trifurcation creating lumen to lumen leak. This specific complaint allegation was part of a broader investigation captured in CAPA 8266921. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from foley catheter. Per follow up information received via ibc on 02may2025, customer confirmed that foley catheter leaked.